Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead warning was triggered due to high impedance on the superior vena cava (svc) of the right ventricular (rv) lead. There has been a slow, steady rise in svc impedance. The lead remains in use. No patient complications have been reported as a result of this event.